Event description:
No additional information received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. - attachment: [mw5092657.pdf]

Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic stent detached from the wire. Prior to the event, the first pass was made with a medtronic stent (6 x 40) and it opened up the ica clot. The medtronic stent (4 x 40) was then advanced up into the right a2 artery through the rebar microcatheter. Upon retrieval of the stent as the device was being pulled around a stenosis in the posterior genu of the cavernous segment of the ica, the solitaire became detached from the wire. The stent remains in place in the segment in which it detached. Upon further exam, there was a piece of the solitaire pusher wire in the area of the guiding catheter at the level of the distal common artery. Dr cullen then inserted an amplatz goose neck microsnare and retrieved this piece of wire. The guiding catheter that was used was a 8f flowgate by stryker. It was noted that the anatomy was tortuous and there was a stenosis at the area of where the stent detached.